Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the hospital after receiving patient notifier alert and complaints of diaphragmatic stimulation. Upon interrogation, an alert was present for hv lead impedance out of range. A loss of capture and decrease in r-waves were also noted. X-ray revealed that the lead had been pulled up into the svc. The lead was repositioned.